Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 404 mg/dl. Customer stated that there was a 911 call for their high blood glucose levels. Customer got a regular check and their blood glucose level was 259 mg/dl. Customer had moderate/high ketones. Customer was treated with 6 units of insulin and 1 ½ liter of fluids via IV. Customer was not wearing the pump at the time of the 911 call. Customer was not sure how long they were off the pump. Customer was given 20 units of lantus. Troubleshooting was already performed with the customer's wife (B)(6). No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.